Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor ran when the safety was engaged which was indicative of not operating the disconnect sleeve properly while the motor was in use which damaged the safety locking mechanism which was power broken. Also an electrical pin was pushed back in the connector which was indicative of improper aligning of the connector to the console with force causing the pin to be pushed back. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the sealing cap on the motor device was not coming off. During in-house engineering evaluation, it was determined that the device ran when the safety was engaged indicative of not operating the disconnect sleeve properly while the motor was in use damaging the safety locking mechanism which was powerbroken. It was further determined that an electrical pin was pushed back in the connector indicative of improperly aligning the connector to the console with force causing the pin to be pushed back. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.